Event description:
It was reported that the patient experienced hallucination. No corrective actions were taken. The event was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3387, lot# unknown, product type: lead; product ID 3387, lot# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0b8zw, product type: lead. Product ID 3387s-40, lot# va 0b8zw, product type: lead. Product ID 3708660, serial# (B)(4), product type: extension. Product ID 3708660, serial# (B)(4), product type: extension. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information reported it was unknown if the hallucination was related to the study and programming. The suspected cause was a patient condition.

Event description:
Additional information received reported the event had resolved.